Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that a intellivue multi-measurement module x3, which was connected to a intellivue mx400 patient monitor failed to alarm for a disconnected spo2 cable. It is unknown if the device was in use on a patient at the time of the reported issue. No death, or patient/user injury or harm was reported.

Event description:
It was reported that an intellivue multi-measurement module x3, which was connected to an intellivue mx400 patient monitor failed to alarm for a disconnected spo2 cable. It is unknown if the device was in use on a patient at the time of the reported issue. No death, or patient/user injury or harm was reported. The bench repair technician (brt) could not reproduce the customer reported problem. The brt found that the non invasive blood pressure (nbp) pump was defective and the msl connector was corroded. The brt replaced the nbp pump assembly and the msl board to resolve the issue found. The device was returned to the customer.